Event description:
It was reported to philips that the device had a defibrillation error message. There was no patient involvement.

Event description:
It was reported to philips that the device had a defibrillation error message. There was no patient involvement. One therapy pca was returned to failure analysis for evaluation. The therapy pca was tested and passed all testing. There was no fault found with this therapy pca.

Manufacturer narrative:
Additional information: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.